Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: linear st lead kit 70 cm, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5069758.

Event description:
It was reported that the patient was experiencing pain radiating from the neck. The physician ordered an MRI and discovered that the cervical lead was penetrating the dura. The patient underwent a lead explant procedure. The explanted leads was discarded.